Event description:
It was reported when using the bd pyxis medstation es system cubie not detected on bus and caused a delay in retrieving medication. The customer added that this malfunction occurred during user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 1 was failing. The field service engineer reseated internal connections to resolve. The system functioned as intended after the field service engineer troubleshooted the device.